Event description:
It was reported that the drain dislodged from the pt. Pt was taken back to operating room for replacement of the drain. Inspection noted that the dislodged drain was completely intact. No add'l event info could be obtained.

Manufacturer narrative:
No sample was returned for eval. Internal rejects records for the past 24 months were reviewed and those records did not show any rejects related to the reported failure. The instructions for use state the following precautions to avoid the possibility or drain damage or breakage: when placing drain(s) care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound. Add'l perforations should not be made in the drain. Avoid suturing through drain. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed, or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. Drain placement instructions state: place perforated wound drain within the critical fluid collection area of wound. Draw non-perforated section of wound drain through to the outside until drain indicator mark appears at the skin surface. Two sets of indicator marks aid placement of the drain. Remove trocar only by cutting the drain one inch from end of trocar. Trim non-perforated section of drain to desire length; (B) (4) and (B) (4).